Event description:
Twelve years postoperatively, the patient received a composite root resection and the valve was explanted due to paravalvular leak. The physician did not have a complaint and stated the valve looked great.